Event description:
The following report was rec'd from the affiliate: approximately six days post index procedure the pt experienced chest pain and a sub acute thrombotic event. Angiogram results confirmed that the target lesion (left anterior descending) was completely blocked. The event was treated with an export thrombectomy catheter. The pt was reported as being in good conditions and there were no complications during procedure. At index procedure the lad was treated with three cypher des. Physician's comment on the event: the physician indicated that he thought the thrombosis may have been caused by most proximal cypher stent was under deployed and this enhanced the risk of complications. During the index procedure the under expanded stent was expanded with a balloon, and the lesion was fully covered with another cypher stent 2.75 x 8mm.

Manufacturer narrative:
The file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product. Please note: device (lot# unk) is distributed outside the united states. However, it is similar to the united states product. This is one of three products being reported for the same event. Please reference manufacturing reports #: 9616099-2006-01647, 9616099-2006-01649 and 9616099-2006-01650. Any additional info will be submitted within 30 days of receipt.